Event description:
It was reported that during testing at three separate stations, the device failed and was under infusing. Relayed the device has had repeated repairs. There was no patient involvement.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; all was intact. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications and as such the reported problem was due to the device being out of specification / accuracy issues due to over delivery. For corrective action the expulsor was replaced to meet manufacturing specifications for accuracy. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device was last repaired for under infusion, but the customer's complaint was not duplicated and device was calibrated. That calibration should not have adversely affected the delivery accuracy., corrected data: corrected g1 contact office from no to yes.